Manufacturer narrative:
PMA/510(k)#: an additional PMA/510(k)# applies as: k122558. Investigation summary: unconfirmed: bd could not confirm the reported condition. Investigation conclusion: the customer issued a complaint for pre-activated device detected by end user. Photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence.

Event description:
It was reported that the ultrasafe x100l png clear nvs stein experienced a broken/separated safety device. The following information was provided by the initial reporter: cosentyx-syringe damage. Based on the reporter's picture the failure code ¿unclipped needle safety device¿ was chosen.